Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a specimen cup. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -12.0 diopter, in the patients right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting, pigment dispersion and anterior chamber inflammation. The reporter indicated the excessive vaulting caused pigment dispersion (increasing intraocular pressure controlled on drops and heavy pigment on icl), and anterior chamber inflammation spikes as steroids were tapered. The patient had constant aching sensation but the patient is doing well at one-day post-op explant exam. The cause of the event was due to the device.

Manufacturer narrative:
Dave of event: corrected to (B)(6) 2019 in initial MDR. Claim#: (B)(4).